Event description:
The pt (B)(6) is a participant in a clinical study. It was reported the pt was implanted with a lead on (B)(6) 2014 to replace to device previously explanted (reference MFR report number: 162487-2014-00186). An infection was reportedly detected. The wound was treated and antibiotics were administered to the pt on (B)(6) 2014. The reported issue has not resolved. Attempts to obtain clarity and add'l details regarding this event have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.